Manufacturer narrative:
Findings: an alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the self test, error test, rewind, basic occlusion, occlusion, prime and no delivery tests due to alarm. Pump passed the currents test and displacement test. Pump had cracked case at display window corners, missing end cap sticker, cracked battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 185 mg/dl at the time of the incident. The customer stated that their insulin pump was squirting out of their insulin pump during the manual prime process. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.